Event description:
It was reported that the bd syringe 50ml ll clear 18ga 1in bfn had visible silicone. The following information was provided by the initial reporter: before use during the functional test (moving the plunger), ¿strings¿ formed between the base of the syringe and the plunger. This occurred in several syringes, reportedly from different lots as well. I found three different lots in the storage containers. According to the user, it looked as though there was too much lubricant in the syringe. There is concern that this lubricant could then enter the patient¿s body. No harm came to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.